Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. Initial reporter's zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, there was a fracture of the haptic. Without making any maneuver out of context, only when they had it inside it fractured in a very peculiar way, when rotated, one haptic split in half. This led to leaving the patient aphakic, to wait for an intervention to place new intraocular lens. Additional information was received that the patient is in good condition. The procedure for lens placement will proceed when a lens is available.

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Both haptics and optic damage was observed. Associated products were not provided. It is unknown if qualified products were used. The model used is only qualified for use in two specific cartridges. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).